Event description:
It was reported a surgery was delayed by more than one hour due to the locking mechanism on the ring breaking when impacted.

Manufacturer narrative:
Please see attached file for the investigation results. (B)(4).